Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(4) devices were received for evaluation; (B)(4) events were confirmed during testing. (B)(4) devices were found to be affected by corrosion. One device was found to be affected by wear. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. Two devices were not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 46 </noe> malfunction events in which the device overheated. 28 reported events had no patient involvement; no patient impact. Eighteen reported events had patient involvement; no patient impact.